Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator was installed onto a golden system where the 32097 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The universal surgical manipulator was then installed onto a patient fixture test platform where fiber test was found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber was advance behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the issue. However, the universal surgical manipulator (usm) was replaced. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) arm had repeated 32097 faults. The system has faulted 4 times so far. Tse viewed logs and confirmed error on usm3 and informed that the fault was likely to continue. Tse informed the caller that they could disable the arm if the surgeon can perform the case with 3 arms and the error becomes disruptive. Site continuing with procedure. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.